Event description:
It was reported to vyaire medical that the vela ventilator has delay in giving breathes. One of the o2 cylinder was empty and the other was defective. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found that the vte (end-tidal volume) was out of specification (too low). The fsr replaced all tubings and the exhalation valve. The transducers were calibrated and ovp (operational verification procedure) was performed. The unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.